Manufacturer narrative:
Insulin pump was received with blank display due to battery tube was pushed down. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose was unknown. The insulin pump broken at the back. The troubleshooting was not performed for damage. The insulin pump will be returned for analysis.